Event description:
It was reported that the patient was admitted to the emergency room with symptoms of dizziness, lightheadedness, and arrhythmia. The patient's heart rate went down to 39bpm. The patient's implantable pulse generator (ipg) was interrogated. The device exhibited a pacing problem and the patient's lead exhibited capture and pacing problems. The device and right ventricular (rv) lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).